Manufacturer narrative:
The device was evaluated by boston scientific's post market quality assurance laboratory. Telemetry operations were normal and no hardware resets were identified. Real time x-ray found no irregularities with the feedthru wires or connections. Tests to verify pacing output, impedance and sensing measurements were performed and all tests were found to be normal. Visual inspection found that all of the seal plugs were intact and all of the set screws moved freely. An is-1 lead was inserted into the ports without difficulty and the device ports passed pin gauge testing. The device was put through and passed electrical testing. It was concluded that this device performed normally throughout laboratory testing.

Event description:
Boston scientific received information that this local representative contacted technical services to report that this patient's recently implanted device and right ventricular (rv) lead were explanted and replaced due to product performance issues. The device and lead had been implanted in (B)(6) 2012 with no product performance issues and no adverse events reported. The local representative mentioned that the rv pacing thresholds were 0.9 volts at 0.5 ms during the procedure. The rv lead was repositioned to a slightly higher position on the septum and the rv pacing thresholds were measured at 0.5 volts at 0.5 ms. However, the rv pacing impedance measurements increased to 1200 ohms during the procedure, 1600 ohms during pre-discharge and then 2200 ohms later in the day. The patient was presented back to the electrophysiology (ep) laboratory for an invasive assessment of the device and rv lead. The device and rv lead exhibited high rv pacing thresholds with intermittent capture from the programmer and pacing system analyzer (psa) during the procedure. Due to complete heart block (chb), occasional pauses greater than 2.0 seconds were observed. The physician elected to replace both the device and rv lead with no adverse events reported during or following the procedure.